Event description:
It was reported that sometime during a circumflex stenting procedure, with access first with radial and then changed to groin access, a xience prime stent became flared and a bend occurred on a trek balloon dilatation catheter (bdc) shaft just distal to the hub. Reportedly, there may have been some interaction with a non-abbott guideliner, but it is unclear as to when the interaction occurred. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction. Removed: stent 3.5 x 33 rx xience prime. Additional information added: balanced heavy weight guide wire; 6 french xb 3.5 guide catheter; 6 french guide liner. Evaluation summary: the device was returned for evaluation. Shaft damage (bend/kink) was confirmed. Difficult to position/difficult to remove (guiding catheter/guide liner resistance) was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.5x33 rx xience prime is being filed under a separate manufacture report number.